Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: one reboot was observed in the black box. There were no alarms related to the complaint in the alarm history. No damage was found to the battery cap or compartment. The pump powered on normally and was exercised for 24 hours without interruptions. The battery cap was tested and no connection defects were found. The pump was opened and no damage was found to the power circuit. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas alleging that on the evening of (B)(6) 2011, the pump verification screen appeared without intentionally rebooting the pump. The verification screen appears after the pump has rebooted. There was no reported patient impact associated with this complaint.